Manufacturer narrative:
Please disregard this report number (1017768-2020-00873). Additional information received after review of the device, it was determined that the needle is not detaching from the hub, instead the entire needle assembly is detaching from the sheath when the smaller end of the cartridge is twisted off.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when they break the seal on the cap, the needle falls out. It does not stay seated in the hub, as it normally would. There was no patient injury.